Event description:
(B)(6) clinical study. Same patient as MFR. Report 2134265-2012-04821. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. In (B)(6) 2008, the patient was diagnosed for unstable angina (braunwald classification ib) and cardiac catheterization was recommended. The target lesion being treated was located in the distal left circumflex (cx) and 1st obtuse marginal (per core lab). The lesion was 90% stenosed, 2.75mm in diameter and 27.6mm long. The lesion was treated with predilation and placement of a 2.75x32mm study stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2008, the patient had a 3.0x18mm promus stent implanted in he left circumflex artery. In (B)(6) 2011, the patient presented with intermittent chest pain, dyspnea on exertion. The patient was hospitalized on the same day and cardiac catheterization was recommended. 1 day later, core lab report notes 54.52% stenosis of 1st om with type 1b pattern of in-stent restenosis within study stent. An intervention was performed. The proximal left cx and mid left cx had 75% in-stent restenosis and was treated with balloon angioplasty . Residual stenosis was 10%. The event was considered resolved without residual effects and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. (B)(6). Event date - (B)(6) 2011. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).